Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. A cypher select (2.25 x 18mm) stent dislodged from the balloon prior to use in the patient. The device had appeared normal when removed from the package and a negative prep was not performed. The product was not returned for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Conclusion: based on the limited information and the inability to evaluate the product, the exact cause of this event could not be determined.

Event description:
A 2.25 x 18mm cypher select stent was about to be used in patient when the stent came off the balloon before being inserted into the patient. There was no patient injury.